Event description:
Consumer states casters are too small and they have caused her to fall. When moving over any transition in terrain it causes her to casters to catch and she has tipped over. The end user alleges injury. The detail of the injury is unknown at time of filing. Please note we are in process of gathering information. Any further information received will be provided in a follow up report. Incident is being filed as serious injury until further clarification is received.